Event description:
"With the first left coronary injection, an air embolus was noted in the circumflex artery. This caused pain and abnormal EKG changes. Pt treated with oxygen, nitro (sl, and IV) and morphine." After this was done "the abnormal cardiac changes reverted to baseline." The products have been disposed by the hosp.